Event description:
This event was reported as valve explanted after 2 year implant duration due to fluttering of one leaflet and aortic insufficiency. At explant, gross exam was valve looked good. No further info was provided.